Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been experiencing heating sensation at the ipg pocket site. It was also noted the pt was in a motor vehicle accident. The pt indicated the sensation was persistent regardless whether the system was in use or not. However, the site became hot with the system on and was not related to charging. A full parameter diagnostic had revealed normal impedance values. Surgical intervention was undertaken to explant and replace the ipg. No further pt complications were reported. The issue has been resolved. The explanted product has been retained by the facility.